Event description:
It was reported that the lead exhibited inappropriate automatic mode switch episodes due to noise. Low pacing lead impedance and an insulation issue were also noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.